Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found that during power-on test, error c-34 was reproduced, confirming the fault occurred in the field. Visual inspection revealed no issues associated with the reported event. The unit will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on failure analysis. The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted sliding hiatal hernia surgical procedure, user informed the technical support engineer (tse) that they encountered error c-34 with monopolar use. The tse confirmed the error and informed that the erbe needed replacement. The tse suggested swapping between monopolar delivery modes, and the classic mode allowed monopolar firing. The engineer inquired if a force triad was available in-house, which they had, but not with the y-cable. The user decided to continue the procedure using the erbe in classic mode. The user called back to check if everything was functioning correctly after connecting the force triad backup generator to the vision side cart. The tse instructed to switch off the erbe generator and select the necessary settings on the force triad generator, noting the differences in settings between the force triad and the internal erbe generator. The tse waited until the user tested the energy using the pedals on the surgeon console, confirming that all was working fine. The user continued with the procedure using force triad generator to continue with the procedure. No known impact or patient consequence was reported.